Manufacturer narrative:
Pump received with blank display and constant tone alarm due to moisture damage on electronic assembly. Moisture damage was found motor assembly. Unable to verify for missing segments/partial display, alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement,self test, and all the operating current test due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip. No scratched on case noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 172 mg/dl at the time of incident. Troubleshooting found that the pump also has a constant audible tone. Troubleshooting advised customer to remove the battery for 10 minutes and then replace it but the display was only partial. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.